Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed motor error and off no power alarm. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. Customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the drive support cap was normal. The customer stated that new battery did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, excessive no delivery test, occlusion test, seat and rewind and basic occlusion test. Device was unable to prime during prime test due to faulty force sensor resistor. No unexpected battery power loss noted during testing. Motor tested outside the device and passed.